Manufacturer narrative:
The insulin pump was received with a blank display due to a corroded electronic assembly. The unit also had a corroded motor home switch. No constant tone was noted. The following physical damage was found: cracked case at a display window corner, minor scratches on the lcd window, cracked reservoir tube lip, cracked reservoir tube window, and a missing end cap sticker. (B)(4)

Event description:
The customer reported via phone call that the he wore the pump while tubing and water got on it; the display went blank and half of the screen had water inside of it. The patient's blood glucose at the time of incident was 75 mg/dl. The customer also mentioned that the blank display occurred immediately after moisture exposure and that the pump had a constant tone. Troubleshooting was initiated for pump exposure to fluid. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.